Event description:
During a laparoscopic surgery, a very small piece of the tip of the grasper instrument used to grasp tissue broke off. The instrument was removed from service. An x-ray of the patient showed no retained foreign body. The instrument was replaced by the hospital.